Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots (h10c31049, h10d30064, h10f01037, h10g30067, h10h31055, and h10i30048) with no issues noted during the manufacturing process. The root cause was determined to be user error-poor aseptic technique. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted. This is report 2 of 4 associated with this event.

Event description:
During a call for an unrelated homechoice alarm, the patient's caregiver indicated he had peritonitis. The following additional information was obtained from the patient's peritoneal dialysis (pd) nurse on (B)(4) 2011: on (B)(6) 2009, the patient began on continuous ambulatory peritoneal dialysis and eventually switched to automated pd. On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis but was not hospitalized for the peritonitis. At the time of the peritonitis, the patient was using local (pd4) ambuflex. There was no exit site or tunnel infection associated with this peritonitis. The patient's effluent was analyzed on (B)(6) 2010. The nurse indicated the patient was not hospitalized for the peritonitis but on (B)(6) 2010 the patient was hospitalized for five days due to hyperkalemia. The nurse indicated the probable cause was that the patient did not dialyze appropriately the night of the alarm and was not eating appropriately. The patient was hemodialyzed twice while in the hospital and was discharged on (B)(6) 2011. In regards to the peritonitis, the nurse indicated the patient's transfer set (blue twist clamp short length) was replaced after the diagnosis and the patient has recovered from the peritonitis and has been able to continue with pd therapy without any further issues. The nurse indicated the cause of the peritonitis was the patient's break in aseptic technique, but the patient has been retrained on proper technique. The nurse indicated the peritonitis was not related to the patient's pd solutions or pd disposable products. No further information is available.